Event description:
The reporter performed a blood glucose test at home and got a result of 126 mg/dl. Thirty minutes later she tested (venous draw) at the doctor's office and got a lab result of 180 mg/dl. She did not have any symptoms. A control solution set was within range (numbers not available). On follow-up, the reporter stated that she checks the confirmation dot on the strip and compares it to the color chart.